Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: an x-ray was performed on the patient after fragments from the permanent cautery hook instrument broke off during a da vinci surgical procedure, fell into the patient, and were retrieved.

Manufacturer narrative:
The instrument was returned and evaluated. One of the distal clevis ears of the instrument was found to be broken off. The broken fragment was not returned with the instrument. The conductor cap of the instrument, which is near the broken distal clevis ear, was also found to be missing. Failure analysis (fa) concluded that the instrument damage may be due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during a da vinci esophagectomy procedure, two plastic pieces broke off of the permanent cautery hook instrument and fell into the patient. The broken fragments were retrieved and the surgical procedure was completed. No patient harm, adverse outcome, or injury was reported. On (B)(4) 2013, intuitive surgical, inc. (Isi) contacted the initial reporter of this complaint. The initial reporter indicated that the permanent cautery hook instrument was in use for about 30 minutes before the event occurred. According to the initial reporter, the broken fragments were retrieved by the surgical staff during the same da vinci surgical procedure. However, the initial reporter stated that an x-ray was performed post-operatively and no retained fragments were found. There were no reports of any post-operative complications.